Event description:
On (B)(6) 2019, the patient received the following results within 10 minutes: 70 mg/dl (system 1) and 144 mg/dl (system 1). On (B)(6) 2019, the patient received the following results within 10 minutes: 59 mg/dl (system 2) and 114 mg/dl (system 2). The same test strip lot number was used for both meters and results.